Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events that appeared to be consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file recorded several low speed and pump stop events from 13aug2022 through 15aug2022 while the patient was connected to the mobile power unit. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic and had pump stops noted on interrogation. The patient admitted to sleeping on batteries. The log file review showed 7 pump stops and 26 low speed advisories while connected to the mobile power unit (mpu). It was recommended that the patient stay on battery power or an ungrounded cable. The site later communicated that the patient reported their socket at home being unstable. The patient was reportedly given a power module and ungrounded cable to use at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.